Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. The device was unable to perform all functional testing due to blank display. The pump was received with moisture damaged motor, vibrator, keypad and battery tube assembly. The device was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and motor error. After troubleshooting the insulin pump did not alarm failed battery test. The customer was able to rewind the insulin pump. The insulin pump had a blank display but the display returned and a battery out limit alarm occurred. Customer's blood glucose level was 146 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.